Event description:
It was reported that almost two years after a protegen sling implant the patient underwent a second surgery, following increasing incontinence. In the second surgery in (1999) it was found that "the right side of the sling was disrupted and...the suture...had broken." There is no further information available on this case, and the sling is not available for evaluation.